Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming completely; not closing all the way. The case was completed using another device of the same product code. There were no patient consequences reported.